Manufacturer narrative:
Sections with additional information as of 29-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer returned the incorrect meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 332, 413 and 381mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-120mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/30/2022 and open vial date is one month prior to call. The meter memory was reviewed for previous test result history (only 3 results provided): (B)(6).